Manufacturer narrative:
The unit was returned for it's scheduled 5 year maintenance. It met all specifications after the maintenace was completed.

Event description:
Low source gas alarm sounded even when there was an adequate supply.